Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment severely calcified lesion (80 percent stenosis degree) in the distal left coronary vessel. Despite predilatation of the lesion, the device did not pass, and the stent was deformed. Another device was used to complete the intervention.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is deformed in its distal portion, i.e. Few struts are bent outwards about 5 mm proximal to its distal end. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the deformed struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection, every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations, no manufacturing or material related root cause could be determined.